Manufacturer narrative:
Initial emdr submission: (B)(6) 2015. Resubmitting at request of cesub helpdesk ((B)(4)). A ge service representative performed an onsite investigation. The cine bridge pcb was evaluated and replaced. The cine hard disk drive was also reformatted during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The field engineer reported that the system displayed a cine disk unavailable error resulting in a loss of cine functionality. No patient serious injury or death was reported related to this event.